Event description:
I have had many health problems since getting the essure tubal in 2012. I have very long and heavy menstrual cycles, bloating and swelling, sharp pain and crampy, fatigue and mental fog. I have chronic hives now because its believed I'm allergic to it. I recently got diagnosed with cancer in my uterus which I believe is my immune system being so down and my body is going crazy inside. Everything has progressed in a very short period of time following my essure.